Event description:
The customer reported that they were receiving plasma line contamination alerts during a therapeutic plasma exchange (tpe) procedure. The operator noted red cells in the plasma line. Rinseback was done and the patient was disconnected per the physician's orders. The physician did not indicate the patient should have hemolysis based upon the diagnosis. The patient was stable at the end of the procedure. The customer declined to provide the patient identifier. This report is being submitted due to hemolysis.

Manufacturer narrative:
Investigation: the terumo bct customer support representative asked the customer to confirm her fluids being used during the procedure. The customer said she had acda, 0.9% normal saline and albumin hanging. The customer's risk management and pharmacy are currently investigating the mixture of albumin used. Investigation evaluation and corrective actions are in process. A follow-up report will be provided

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The customer returned the complete set. No solutions (ac, saline, or albumin) were provided within the return. The set was submitted to the lab for hemolysis testing. The plasma hemoglobin levels in the plasma unit confirmed that clinically significant hemolysis had occurred during this procedure. Follow up phone discussion with the customer confirmed that the pharmacy mixed the albumin with water and not saline. A service technician performed a full checkout of the machine and no discrepancies were found. Root cause: the root cause for the hemolysis is unrelated to the disposable set or the machine. The cause for hemolysis during the procedure is related to the pharmacy mixing the albumin with water and not saline.